Manufacturer narrative:
Description of changes: field b4: added "date of this report" 03/16/2026. Field g3: updated "date received by manufacturer" to "03/06/2026". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "device evaluation". Field h3: updated "device evaluated by manufacturer?" To "yes". Field h6: added "type of investigation" code 10. Field h11: added description of changes. File attachments: attached device evaluation.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The device has not yet been returned for evaluation and therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: off-label use of the yamane technique: the CT lucia 602 lens is not validated for use with the yamane scleral fixation technique. This off-label method introduces rotational forces and anchoring dynamics that are not accounted for in the design specifications of the lens. In this case, the surgeon reported the haptic was damaged during lasering at the optic-haptic junction, which ultimately required explantation. The haptics, while ideal for traditional in-the bag implantation, may not provide the necessary resistance or stability when fixated externally via the yamane technique.

Event description:
It was reported that after surgery concluded, the doctor noticed a bent haptic on the CT lucia 602. The yamane technique was employed during the surgery. A second CT lucia 602 lens was implanted two weeks later. The patient's condition was good at the one-week post-operative visit. During the preparation for use, no damage was noted to the device.